Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also referenced that the patient underwent another procedure on (B)(6) 2010 and bard composix l/p mesh was implanted. It was further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). : it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with hysterectomy and a&p colporrhaphy. It was reported that following insertion the patient experienced fistulas, dyspareunia, inflammation and urinary problems. On (B)(6) 2010 the patient underwent bard composix ex mesh implant due to incarcerated ventral incisional hernia.